Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. The handle of the device was intact. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the handle of the vasoview 7xb cracked. The hospital reported that it was difficult to obtain a good angle with the device while using it on the obese patient; the handle was bending at the end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.